Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
This is a non-us event. This event occurred in (B)(6). The consumer reported two pessaries had strings that detached prior to use. Multiple attempts have been made to obtain further information, however no further information has been received.